Manufacturer narrative:
Manufacturing review:a manufacturing review could not be conducted as the lot number was not provided.visual/microscopic inspection:as the device was not returned, an inspection could not be performed.functional/performance evaluation:as the device was not returned, an evaluation could not be performed.medical records review:as medical records were not provided, a review could not be performed.image/photo review:no images or photos have been made available to the manufacturer.conclusion:the investigation is inconclusive for the alleged limb detachment. Based on the available information, the root cause is unknown. There were several potential root causes identified for recovery fractures. Labeling review: the current IFU (instructions for use) states: warnings/potential complications/possible complications include but are not limited to the following:- filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae.- only use the recovery cone removal system to remove the recovery filter.

Manufacturer narrative:
No device, no medical records and no images have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Facility discarded.

Event description:
It was reported that some time, post filter deployment (date of implant was not provided), two detached filter legs (one in each lung) were discovered incidentally prior to filter retrieval. A recovery cone was used to successfully capture and retrieve the filter without incident. No attempt was made to retrieve the detached filter legs. The patient was reported to be asymptomatic.